Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the button would freeze during upload to carelink. Customer's blood glucose was unknown. After troubleshooting, customer was able to complete upload. Customer will not be returning the device for analysis.